Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 43%. Donor 2 hct: 40%. Testing results: donor 1: retention meter with master lot strips: 2.2 inr; customer meter with customer strips: 2.2 inr. Donor 2: retention meter with master lot strips: 2.9 inr; customer meter with customer strips: 2.9 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 12:16 pm, the result was 4.6 inr and at 12:22 pm the result was 3.3 inr. There was no allegation of an adverse event. The customer had no anemia, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet or medications. The therapeutic range was 1.9-2.8 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 258638) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.